Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Accu-chek aviva meter showed a value of 90 mg/dl and within 10 minutes 190 mg/dl. No adverse event alleged. Meter and test strips requested for investigation.